Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the evening on (B)(6) 2026, the reporter (patient's father) noted that the cgm estimated glucose value (egv) was 270 mg/dl. At that time, the patient was experiencing abdominal pain on his side and was vomiting. A fingerstick bg reading was obtained, which measured 440 mg/dl. Following this reading, the patient was taken to the hospital. The father reported that insulin was administered via insulin pump while en route to the hospital. Upon arrival, the patient was treated for diabetic ketoacidosis (dka). Treatment included intravenous fluids and insulin therapy. The patient was hospitalized and was discharged on (B)(6) 2026. At the time of discharge, the patient was reported to be feeling well, with no ongoing treatment required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.